Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of not wearing a mask and peritonitis with culture positive for streptococcus in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and dianeal unknown therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient did not wear a mask. On (B)(6) 2011, the patient experienced peritonitis, and was hospitalized that same day. The cause of the peritonitis was reported as did not wear a mask. Treatment information was not provided. On (B)(6) 2011, the patient was discharged and was recovering from the peritonitis. The outcome for did not wear a mask was not reported. Action taken with dianeal therapies was not reported. The nurse stated the event of peritonitis with culture positive for streptococcus was not related to dianeal therapies, but did not provide an opinion of causality for the event of did not wear a mask. The nurse declined to provide further information

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11h19059 with no exceptions observed related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. This is report 4 of 4 involved in this peritonitis incident. Should additional information become available, a follow-up report will be submitted.